Event description:
Same case as #6000089-2006-00543. It was reported that post a coronary drug eluting stenting treatment procedure, a thrombosis and death occurred. Two taxus express2 drug eluting stents were implanted in the proximal to mid left anterior descending artery. The next day a thrombosis occurred at the lesion. Two cypher stents were placed " a little higher" but the patient died.